Manufacturer narrative:
(B)(6). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6). Same case as MDR ID#: 2134265-2011-03362. It was reported that (B)(6) post index procedure, the patient presented with a myocardial infarction (mi). Target lesion #1 was located in the 1st right posterolateral (rpl) with 90% stenosis and was 12 mm long with a reference vessel diameter of 2.25 mm. Target lesion #1 was treated with pre-dilatation, placement of a 2.25 mm x 16 mm taxus liberte stent and postdilatation with 0% residual stenosis. Target lesion #2 was located in the right posterior descending artery (r-pda) with 70% stenosis and was 10 mm long with a reference vessel diameter of 2.25 mm. Target lesion #2 was treated with direct placement of a 2.25 mm x 12 mm taxus liberte stent which overlapped the previously placed study stent. Residual stenosis was 0% after post-dilatation. (B)(6) post procedure cardiac enzymes were noted to be elevated consistent with mi. There were no ischemic symptoms. No actions were taken. In the opinion of the physician the mi is unrelated to the taxus stents. On (B)(6) the event was resolved without residual effects and the subject was discharged on aspirin and prasugrel.